Event description:
It was reported "the extension line was found leaking during use on the patient. They changed a new one. Caused secondary vascular damage to the patient." Additional information reports, there was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number: (B)(4).

Event description:
It was reported "the extension line was found leaking during use on the patient. They changed a new one. Caused secondary vascular damage to the patient." Additional information reports, there was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 2-l PICC for evaluation. Signs-of-use were observed on the returned catheter. The distal end of the catheter was intentionally severed. Visual inspection of the catheter revealed a gap in the juncture hub molding. Within the gap a small slit to the extrusion material could also be observed. The appearance of this damage is consistent with a manufacturing molding defect. The catheter body length from the juncture hub to the severed end measured 17" which is not within the specifications of 19 11/16" - 21 11/16" per product drawing. This indicates that at least 2 11/16" of the catheter were severed and not returned. Functional inspection of the catheter was performed per the instructions-for-use (IFU) provided with the kit which states, "flush each lumen with sterile nor-mal saline for injection to establish patency and prime lumen(s)." Both lumens were flushed using a lab inventory 10ml syringe. When flushing the proximal extension line, water was observed exiting the slit in the catheter. A manual tug test confirmed both extension lines were secured within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a leaking catheter was confirmed through complaint investigation of the re-turned sample. Visual inspection revealed a gap in the juncture hub molding and a small slit in the catheter extrusion under the molding, which caused a leak when flushing the proximal extension line. The damage appears consistent with a juncture hub molding defect. Based on these circumstances, manufacturing likely caused or contributed to this event. Non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected to (B)(4).